Event description:
Endomyocardial biopsy forceps failed to open reliably. During endomycardial biopsy, with forceps in place in the heart, I tried to open the forceps and the pistol grip did not open the forceps.